Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an implant procedure the patient was brought back into surgery for a possible hematoma. Symptoms of loss feeling of the legs was noted. Nothing was removed and the patient was doing well postoperatively.